Event description:
It was reported that the pulse generator exhibited premature end of life. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Final analysis identified the device exhibited premature battery depletion which likely contributed to reported backup anomaly.